Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that on the day of implant, post-operative, ventricular tachycardia (vt) had been detected and a shock of the cardiac resynchronization therapy defibrillator (crt-d) was successful. It was noted that the patient suffered from a brief loss of consciousness. In the following days, another tachycardia could not be detected by the device. The device was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.